Manufacturer narrative:
Samples are collected in green top plasma tubes and centrifuged for 10 minutes. Qc was within the established ranges after the event. A system check performed on (B)(4) 2010 passed within instrument specifications. Service was not dispatched as the customer is not questioning instrument performance. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low bhcg result generated by the unicel dxc 600i synchron access clinical system. Subsequent testing produced results in a higher clinical category which better matched the patient's clinical presentation. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.